Manufacturer narrative:
Depuy still considers this com closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: "pain and metallosis, high serum co, cr levels." This is the second part of a resurfacing to xl revision. (B)(4) for revision of the resurfacing head. Cup implanted (B)(6) 2013. Femoral head, taper sleeve and stem implanted (B)(6) 2010. All components revised on (B)(6) 2013. Bilateral patient. (B)(6).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right, reason(s) for revision: "pain and metallosis, high serum co, cr levels". This is the second part of a resurfacing to xl revision. See com 010958 for revision of the resurfacing head. Cup implanted (B)(6) 2007. Femoral head, taper sleeve and stem implanted (B)(6) 2010. All components revised on (B)(6) 2013. Bilateral patient. (B)(4) for other hip. 11 march 2015 - update - added implant date, manufacturing facilities and unknown stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right, reason(s) for revision: "pain and metallosis, high serum co, cr levels". This is the second part of a resurfacing to xl revision. (B)(4) for revision of the resurfacing head. Cup implanted (B)(6) 2007. Femoral head, taper sleeve and stem implanted (B)(6) 2010. All components revised on (B)(6) 2013. Bilateral patient. (B)(6) for other hip. 11 march 2015 - update - added implant date, manufacturing facilities and unknown stem 11 march 2015 - added manu and exp dates to products, added mental ions fo revision reason - kf 30/03/2015.